Event description:
Note: the date of event is unk. It was reported to boston scientific corporation in 2009, that a radial jaw 3 single-use biopsy forceps was used during a procedure. According to the complainant, when opened, the jaw was broken. The forceps was removed from the endoscope with some difficulty. The procedure was postponed because there was no other endoscope available. There were no pt complications reported as a result of this event.

Manufacturer narrative:
Fracture(s) of device/material. The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant information is identified, and supplemental medwatch will be filed.